Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter, with the distal shaft missing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information, as the reported kink could have contributed to the device separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Complaint reportable upon analysis completed on 31aug2015. It was reported that the shaft was kinked. While using a guidezilla guide extension catheter the device was noted to be kinked. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis found a shaft separated at the collar.